Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of over 400 mg/dl. Customer did everything to manage his diabetes but he was still experienced high and low for his blood sugar. Customer said his doctor was hard to contact. Customer was advised to go to hospital, customer said they know nothing about diabetes. An email was sent out for assistance in insulin pump usage. No troubleshooting was done because her son was not with her and informed her that we can not do any troubleshooting without the insulin pump advised her to tell his son to contact. Device will not be returned for analysis.